Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "color chip failure" error message displayed on the on-line blood gas monitor, rendering the device inoperable. An alternate device was employed for the procedure. The user reported there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.